Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00446, 3005168196-2017-00447. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, upon attempting to advance a lantern delivery microcatheter (lantern) into a non-penumbra sheath the hospital technician experienced resistance and inadvertently kinked the lantern; therefore it was not used. The physician then successfully inserted a new lantern into a different non-penumbra sheath. Next, the technician inadvertently kinked two ruby coils pusher wire assemblies while attempting to advance the ruby coils through the lantern; therefore, the ruby coils were removed. The damage to all of these devices occurred on the back table, prior to use with the patient and therefore, they were not use for the procedure. The procedure was completed using the lantern and additional ruby coils. There was no report of an adverse effect to the patient.